Manufacturer narrative:
The insulin pump passed most all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test but failed on self-test due to broken vibrator black wire. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother called in to report the vibrate function was not working and that the battery compartment was broken. The customer's blood glucose level was 7 mmol/l. The caller stated the device had fallen before but not recently. The device was to be returned and replaced.